Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001278 number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a ventricular tachycardia (vt) ablation procedure, an air bubble was observed inside the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The sheath was flushed; however, it was impossible to expulse the bubble. The sheath was replaced with another steerable sheath, and the procedure was able to be completed. No patient consequences were reported. The patient did not exhibit neurological symptoms since the procedure was completed. The air flowing back into the side port is an MDR-reportable issue.